Event description:
Trouble moving tonque in a pt who received poligrip (super poligrip original denture adhesive cream for loose dentures). A physician or other halth care professional has not verified this report. On an unk date, the pt started poligrip at unk dosing. At an unk time after starting poligrip, the pt stated she had to keep clearing her throat because of the "phlegm going down her throat," and she was "almost choking" from the phlegm. She also reported that her mouth felt tight, dry, sticky and "thick." The pts tongue stuck to her lips, and it was hard to move her tongue. Liquid was foaming up in her mouth, and the pt's lips were sticking together. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The lot number for this product is available, however, the product is not available. No corrective actions have been required based on this report.